Event description:
It was reported that the ventilator failed pre-use check. Ventilator log review revealed that the ventilator at an earlier occasion had generated technical error codes indicating disabled valves, open safety valve and an internal memory error. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units from the a gas modules were replaced and returned for further investigation. Optical investigation of the received nozzles have confirmed the described customer issue. The received device logs confirms the event. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. These feather springs probably failed prematurely, since these nozzle units were only 4 month old. The cause of the breakage of the nozzle unit¿s feather springs have not been determined. It was also reported that the ventilator log review revealed that the ventilator at an earlier occasion had generated technical error codes indicating disabled valves, open safety valve and an internal memory error. This specific event will be investigated in the reported complaint with manufacturer's ref #: (B)(4).